Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool smarttouch bi-directional navigation catheter and a noise issue occurred. The case was completed by changing the catheter without any patient consequence. Multiple attempts have been made to request further details of the event. However, no additional information has been provided. It is unknown if the noise occurred on all the channels, including the 12 leads of body surface and all intracardiac electrocardiograms (ECG), as well as if the noise was present on the carto and recording system. In addition, it is unknown if there was any ECG signal available for the physician to monitor the patient's heart rhythm, therefore bwi takes a conservative approach and has assessed this event as reportable.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
The non-MDR reportable catheter was also evaluated. The returned device was visually inspected upon receipt and a bump was observed on the peek housing transition. An internal corrective action was opened for the peek housing issue. Due to this condition an x-ray of the catheter was taken and it was noticed that the t-bar had slid down getting caught at the tip. This condition may contribute to the bump observed due to the fact that the t-bar applied stress. An internal corrective action was opened for the t-bar issue. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specs. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented spec and procedures. The customer complaint cannot be confirmed. It was reported that a pt underwent a procedure with a thermocool smarttouch bi-directional navigation catheter and a noise issue occurred. The returned device was visually inspected upon receipt and reddish material was found in the peek housing/lumen transition. An internal corrective action was opened for the peek housing issue. Due to this condition, an x-ray of the catheter was taken and it was noticed that the t-bars had slid down; one of them getting caught at tip. This condition may contribute to the peek housing damage observed due to the fact that the t-bar applied stress at that point while sliding down to the tip. An internal corrective action was opened for the t-bar issue. Per the event, the catheter was tested for electrical performance, temperative response and stockert compatibility and it was found within specs. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented spec and procedures. The customer complaint cannot be confirmed.